Event description:
It was reported that a spectrum iq infusion pump alarmed false occlusion during programming/setup in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device passed downstream occlusion testing. A review of the event history log (ehl) revealed occurrences of multiple "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor was out of specification. The force sensor requires calibration to correct the reported problem. During functional testing, it was determined that the device could not recognize a closed door. The cause of the condition was determined to be the door hooks being out of adjustment. The door hooks require adjustment to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.